Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported unknown side capsular contracture baker grade unknown and intracapsular rupture of the left device. The device remains implanted.